Event description:
Per clinical nurse specialists (cnss) communication: "pt called stating that she is in ICU and her central line was removed due to infection. She states that her IV pump has been alarming every 5-10 minutes since she was admitted at 5:30am today. She reports that she is feeling much more short of breath. I could hear the pump beeping while she was talking to me. The nurse came in and tried to fix it. A few minutes later it started beeping again while we were talking. Charge nurse (B)(6) came in & the pt put us on speakerphone. I spoke to her about what the pt voiced to me as her concerns. She states that their policy is not to mix anything with the IV [med]. She said she will talk to the doctor and the other nurses and will switch the medication to the peripheral IV. She said she is concerned that maybe there is a clot at the site of the lumen that the [med] is infusing in. Report sent to md." Current IV treprostinil dose: 20ng/kg/min. Pump serial number unknown. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did reported product fault occur while in use with pt? Yes. Did product issue cause or contribute to pt or clinical injury? Unknown. Is the actual product available for investigation? Yes. Did pharmacy replace product? No. Did pt have a backup product they were able to switch to? Unknown. Was pt able to successfully continue their therapy? Yes. Is therapy life-sustaining? Yes. What is the outcome of event? Ongoing.